Event description:
It is reported that the pt has been revised due to loosening of the tibial component.

Manufacturer narrative:
Eval summary: photographs and x-rays were not provided; therefore, it is unk whether the components were implanted with the correct fit and orientation and what condition they are in. Surgical notes were reviewed and did not indicate a root cause. A definitive root cause cannot be determined with the info provided. Eval: as the product has not been received, a review of the device could not be performed. The device history records were reviewed and found to be conforming; indicating the device was manufactured, inspected, and packaged to specification. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.